Event description:
It has been reported to philips that the device did not start. There was no harm reported. The system was in clinical use. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was in clinical use at the time of the event and customer was performing a planned treatment or non-emergency treatment. The procedure was continued on another system by moving the patient to another room. The philips field service engineer (fse) inspect the system onsite and confirmed that m cabinet does not start. During troubleshooting fse found that several blown fuses were detected in the mpdu and single-phase ups was discovered to be damaged. Fse replaced pdu fuses and phase 1 ups is taken offline. After that the system was returned to use in good working order.the codes were updated based on the investigation outcome.